Event description:
It was reported that during device repair conducted at the manufacturer facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The coil and cable assembly of the drill were discovered to be worn, which is a potential cause of the reported bias current message.